Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the volume discrepancy was noticed in (B)(6) 2019. The patient¿s weight was unknown. The catheter implant date was unknown. The catheter lot number was unknown. The patient underwent an x-ray investigation on (B)(6) 2019, and they were awaiting a report.

Manufacturer narrative:
Continuation of concomitant medical products: product ID neu_unknown_cath, lot# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the hcp was fairly sure the catheter was blocked, which would explain the discrepancy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported that at the last two refills, there was a discrepancy between the expected and the actual drug volume contained in the reservoir. Instead of retrieving 2-4 ml of drug, 18ml of drug was collected. The patient did not show any withdrawal symptoms. No alarm was heard or reported in the logs from the last two refills. The patient did not undergo an MRI scan. No motor stall was mentioned in the logs from the last two refills. Previous records of the patient did not show any increase in volume discrepancies in previous refills, and the drug concentration was also unchanged. No further complications were reported.